Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was identified from a duplicate report of this event. It was noted that the patient did not gain weight. The healthcare professional had excluded device migration because they could see the stimulator below the patient's skin. Refer to MFR report # 3007566237-2017-04817 for the duplicate report of this event. Any additional information received regarding this report will be reported in MFR report # (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the x-ray was performed on (B)(6) 2017. X-ray confirmed that the ins was flipped. The physician flipped the ins again in the pocket through the skin and good coupling for recharging was confirmed. The issue had been resolved.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the ins could not be charged anymore. There was no charging signal available (no black boxes). As a result, the patient was not using the ins and the pain returned. It was previously confirmed there was "correct charging" (6-7 black boxes) and the patient was able to "recharge 100% of the ins" on the (B)(6). According to the programming session, no other charging cycle was processed until the (B)(6). There was no shock or falls and no particular event described by the patient that may have led or contributed to the issue. The impedances were "correct" and three different charging systems were used with the same results (no black boxes on charge efficiency row). The antenna was placed and replaced in all different ways with no impact on the black boxes available. Technical services suspected the ins was in overdischarge and recommended to perform a physician charging session. Additional information was received from the manufacturer representative that clarified the ins could communicate with the clinician programmer, patient programmer, and recharge system. The issue was that there are no black boxes available. The patient could not charge the ins. Additionally, the ins still had half the battery available and the patient could feel stimulation when he switched it on. Technical services advised to take an x-ray to confirm if the device is flipped or not as good communication with the patient programmer and clinician programmer but bad coupling with the recharger were typical signs for a flipped device. An x-ray was planned. The cause of the recharging issue was not yet determined.